Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device was received and evaluated. The reported customer complaint of the "no audio" was confirmed and isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.